Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 19feb2019. The review was performed from the date of manufacture to the present date 19jul2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. \device was not returned to manufacturing facility.

Event description:
It was reported that on june 12th from about 2:00pm to 3:00pm, the nurse was hanging a lactated ringers (lr), intended to infuse at 83ml/hr continuous drip, scanned the IV fluids lr and scanned the pump but scanned the lidocaine channel instead. Patient received lidocaine bolus. It was noted that the nurse did not see any notifications that the channel was in use for lidocaine. There was patient involvement but information on patient harm is unknown.